Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with event alert on the implantable cardioverter defibrillator. The patient had a premature ventricular contraction and then a sinus p-wave that triggered atrial pacing on top of the intrinsic qrs rhythm. The pseudo fusion then triggered the non-sustained oversensing alert. The device also exhibited intermittent far r wave oversensing after biventricular pacing. The event caused short durations of auto mode switch. The patient was brought in the same day and the device was reprogrammed. It was noted that the patient developed post traumatic stress disorder as a result of the event.